Event description:
It was reported that a customer experienced a leak due to defective tubing on a anti-siphon air eliminating luer lock set. There was no patient involvement associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.